Event description:
According to the article titled "transcatheter closure of large secundum atrial septal defects using the 40 mm amplatzer septal occluder": results of an international registry" reported the following events: in one patient, there was a perforation of the left atrium during placement of the sheath but prior to device insertion. The procedure was aborted and the patient underwent uneventful surgical exploration and closure of the asd.

Manufacturer narrative:
This event is currently being investigated further and will be reviewed by aga medical erosion board chairs. This MDR will be updated if a definite erosion is confirmed.